Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator was reported to be alarming (red light). This was due to a defective pilot coil which led to the malfunction.